Event description:
It was reported that patient had undergone open heart surgery. Device was in vvi mode and testing revealed a low lead impedance. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only the distal tip electrode portion of the lead was returned. Due to the condition of the lead, the hv lead impedance could not be tested. No anomalies were noted for the returned portion.